Event description:
Rptr has been witness to inconsistent and inaccurate vasoseal deployment techniques being taught to hosp customers. These variations do not comply with FDA approved info for use (IFU) labeling. Variations noted include the following: pulling green handle of locator back to deploy j-segment rather than advancing forward while holding the green handle of locator in place. If "no blood is in sheath" some have remarked that one needs to moisten it with heparinized saline. This comment indicates they would expect blood in the sheath. Advance the collagen cartridge as quickly and firmly as possible. Nearly every account advances past second black mark on the plunger to a point where the plunger stops at the base of the sheath hub. The maintaining of firm pressure on the plunger while withdrawing the sheath by pulling back on the blue hub appeared to be an unk technique to accounts. Stopping for 3-5 secs after advancement of first collagen cartridge has not been witnessed. The second collagen cartridge is advanced as quickly and firmly as possible. Placing heparinized saline in vasoseal sheath after deployment of collagen was routinely practiced. It is unclear why one would soak the collagen with heparin when attempting to promote hemostasis. Accounts place two plugs in every pt. Few if any understood what the black mark on the sheath represented. The possibility of customers not having realistic expectations set-up prior to training may also exist. Some clients have commented that collagen insertions did not exist and were not possible. Few accounts discuss pt selection criteria for vasoseal. Rptr was witness to their territory mgr stealing a competitor's cd rom at hosp. In a recent national sales meeting held in 2002 off label uses of product was not only suggested but also encouraged by presenters. One example was that of area mgr who educated field personnel that the j-segment of the vasoseal es should be positioned in accounts as a "distal protection device." Another rep was present in this session and offered no rebuttal to this appalling and dangerous suggestion. Not only is there no evidence to support such a claim, it could prove dangerous giving physicians false security that collagen insertions won't occur. The technique variations were not witnessed in the region in which rptr had worked for nearly four years. However, these variations in deployment were noted to be widespread through their territory in this region.